Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead triggered a lead integrity alert (lia) for fracture. The alerts were turned off and no intervention completed on the lead. The lead is still in use. No patient complications have been reported as a result of this event.